Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a patient expired while using a ventilator. The device's downloaded event logs were obtained by the manufacturer. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The reported day of the event is (B)(6) 2019. On (B)(6) 2019 at 20:32:43 local time, a patient circuit disconnect alarm occurred with a duration of 739 seconds (approximately 12.3 minutes). This alarm was acknowledged as evidenced by alarm silence/reset keypresses at 20:38:12 local time, 20:40:42 local time and 20:44:58 local time. The alarm remained active until the ventilator was powered off at 20:45:02 local time. The ventilator was not powered on again until (B)(6) 2019. Based on review of the downloaded event logs, the manufacturer concludes the ventilator operated and alarmed as designed.

Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.